Event description:
The patient reported that the keypad buttons have been intermittently unresponsive, and required multiple presses to obtain a response. She stated that the buttons do not feel normal, and are sticking.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.